Event description:
A male pt arrived at the ICU in 2006, for severe cranial traumatism management, following an accident in the st. Upon arrival, he presented a glasgow score of 5, that triggered an orotracheal intubation. Cerebral scanner showed a major cerebral edema with suspicion of right carotid dissection. An icp transducer was placed, icp values were paradoxically low, below 15mmhg. A cerebral scanner for control was performed and showed the right transducer position in intraparenchymal tissue. Over the following hours, the displayed icp values became negative so around 12 hours after the first trnasducer was placed, the decision was made to replace it. For the second procedure, a new catheter was used with the same monitor, and the icp value was 50mmhg. The facility's hypothesis at the time was that a calibration error was made prior to placement of the first transducer, even though the same operators performed both procedures.

Manufacturer narrative:
An investigation has been initiated based on the reported info.